Event description:
Customer called to report high blood glucose (bg) in the 500's. Customer stated that she checked her bg and saw condensation in the window. Customer stated that she deactivated and changed her pod. Customer refused to cooperate and provide the necessary documentation of the pod history. Customer stated that her bg would not go down although she deactivated and changed pod several times. Customer stated that she ended up in the emergency in dka, and was given insulin by IV to bring her bg's down. No further info is available.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid existed the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unknown why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.